Event description:
Case report reported as: "approximately two hours post placement of bolton relay 40x150 thoracic endograft in proximal descending aorta, patient suffered bi-hemispheric stroke. Stroke, upon review of CT with contrast, was discovered to be sequela of spontaneous retrograde aortic dissection which extended from proximal to proximal edge of graft, up through both common carotid arteries. Dissection did not emanate from endograft, and did not have contact with endograft. In both carotid arteries, the false lumen caused severe malperfusion in the true lumen, restricting blood flow to the brain, and causing the stroke. Patient left operating room in good condition on (B)(6) 2015. Symptoms began approx two hours later in post-op care. Patient expired (B)(6). Procedure date was (B)(6) 2015".

Manufacturer narrative:
There were complications associated with the device. Case was performed successfully. However, since the patient expired, images have been requested to permit further investigation.